Event description:
A malfunction with code 16 was reported, and the issue could not be reset. There was no reported adverse impact to customer's blood glucose level. Technical support arranged for a pump replacement, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy.